Event description:
Upon plugging it in to use, it started hissing like a snake. As device was being inspected, noticed it was broken. As device was going to be removed, it fell apart. Exchanged item for a new one. No patient harm.